Event description:
It was reported to philips that the device required standard maintenance and repairs. During onsite service by a philips field service engineer (fse), it was identified that the ECG trigger cable connector (j22) had dislodged from the jack on the processor pca. Further analysis revealed that the j22 jack had become de-soldered or broke off from the processor pca. There was no reported patient involvement/adverse patient impact.